Event description:
The patient reported hearing overly loud sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR specifications. Explantation/reimplantation surgery is scheduled for 3/7/97. The health care professional has been informed that the explanted device should be returned to co.

Manufacturer narrative:
Postsurgical follow-up on this pt, who was implanted outside of the u.s.a. Has been requested but not rec'd. This is the final report. Device extrusion due to a very thin skin flap. The electrode array was observed to be severed the helix. The silastic of the stimulator body was observed to be cut. The unit passed an electrical output test with no load applied to the output. A full output test could not be performed, due to the electrode array having been severed. Operation of the stimulator was confirmed.